Manufacturer narrative:
Updated fields - b4, b5, e1, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11. Corrected field-e2. It was reported that during routine check the cs300 intra aortic balloon pump (iabp)'s monitor display used to flicker. There was no patient involvement or adverse vent reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse cleaned the unit and reconnected the pcb issue and it got resolved.. Functional tests were performed with positive outcomes. The unit passed functional and safety checks and was returned to normal use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had display flickering issue. No patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had display flickering issue. No harm or injury reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.